Event description:
Additional information reported that the physician felt he was not adequately educated about how to correctly program the pump in flex dosing mode.

Event description:
The health care provider (hcp) reported he had issues not being able to successfully make changes to flex programming but did figure out how to make the changes. The hcp indicated that the programming was not user friendly or intuitive. The hcp also reported that he did not think it was safe for the patient as too many programming errors can be made. The pump was used to deliver baclofen

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model # 8578 sc, lot # n296415013, implanted on: (B)(6) 2011, explanted on: unknown; 8840 nvision handheld, serial # unknown. (B)(4).